Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that the distal insulation was damaged at the connector portion causing a short circuit.

Event description:
It was reported that the lead dislodged due to twiddler's syndrome. The lead was removed.